Event description:
It was reported that during a hysterectomy procedure, on the initial firing of the device the jaws locked open and would not close. The trocar was pulled out and the device was removed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw slightly damaged at the proximal side. However, this condition did not affect the functionality of the device. The device was mechanical tested and the jaw open and closes without any difficulty. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.